Manufacturer narrative:
(B)(4) describe event or problem - additional, additional information/device evaluation, event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. The device was determined to be operating within the required specifications without malfunction. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2016 to report that the patient experienced intermittent audio output and a severe low event on (B)(6) 2016. The patient called dexcom technical support (ts) was completely inarticulate and could not really tell the ts representative what his full name was. The ts representative managed to figure out that the patient must have been low and who patient was. The ts representative kept telling the patient to drink some juice. The patient managed to go to fridge and drink something. Patient care specialist called the patient's diabetes educator, who called local 911, and stayed on phone with the patient until the ambulance arrived. Dexcom spoke with the patient again at a later time and the patient stated that they did not hear an alert for his low event. When the paramedics arrived, the patient was taken to the hospital where he was administered glucagon to bring his sugar level up. After a short amount of time, the patient left the hospital on his own. Patient left the same day. At the time of contact, the patient was feeling much better and was in good condition. Additionally, patient rested the receiver's attentive alert and it worked. No further event or patient information was provided. The complaint device was returned for evaluation. A follow-up report will be submitted upon its completion.

Manufacturer narrative:
(B)(4).